Event description:
When giving patient her flu vaccine the medication leaked out of the hub of the needle. Before administering the vaccine, needle was attached and tightened per normal process. When administering both the patient and nurse noticed a leak, there was enough that leaked out of the hub that patients arm needed to be wiped.